Manufacturer narrative:
Investigation results will be provided in the final report. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator was explanted for an unknown reason.

Manufacturer narrative:
The device was returned and analyzed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device's functionality was bench tested; telemetry, pacing, sensing, impedance,high voltage (hv) output, hv shock, and patient notifier were tested on the bench. No anomaly was detected.